Event description:
It was reported that the pump was beeping and not working properly. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.